Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the instrument noted that the distal tip of the instrument tube housing was broken from the device. Due to the noted damage no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken instrument tube housing may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, an issue occurred during a laparoscopic rectal radical surgery. The device was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle. The device was replaced to complete the case. The procedure was converted to an open procedure due to the device problem. There was no patient injury.